Manufacturer narrative:
The customer has indicated that the complaint sample will be returned to greatbatch for evaluation. Once the device is returned and the investigation is completed a follow up medwatch 3500a will be submitted. Information provided by (B)(4). Not yet received by manufacturer.

Event description:
It was reported during an unknown patient procedure that the instrument broke at the power adaptor coupling. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to (B)(4) for evaluation and the reported event was confirmed. The adaptor coupling was fractured from the drive chain. Visual examination of the complaint sample found a large fatigue fractured area. This device failed due to wear. A manufacturing review was performed and there were no discrepancies found. No further investigation required. (B)(4).